Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod, the site was red and itchy. The patient visited the doctor and received an ointment (name unspecified) to treat the affected area.